Event description:
It was reported that the patient underwent left radial head arthroplasty on (B)(6) 2012. On (B)(6) 2013, the patient underwent debridement and repair due to irritation; no products were reportedly removed. Subsequently, the patient was revised on (B)(6) 2014 due to radial head loosening, possible metal wear, and possible metal allergies. The head and stem were removed.

Manufacturer narrative:
\Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: ¿material sensitivity reactions¿ including ¿allergic reaction¿, and ¿loosening or migration of the implants can occur due to loss of fixation¿. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014- 08262 / 08263).